Event description:
During a nephrolithotripsy, surgeon recognized that the nephromax balloon had left a radiopaque metal circular fragment over the safety wire. This was a very small fragment, but was consistent with the tip of a nephromax balloon. It required an additional 45 minutes of surgical time to remove the object.